Manufacturer narrative:
Claim#: (B)(4).

Event description:
A health care professional requested a medical consult for a patient that underwent an implantable collamer lens (icl) implantation procedure after having a keratoplasty. The patient experienced myopia and astigmatism. The icl lens remains implanted. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.